Event description:
It was reported to technical services on (B)(6) 2012 that this lead impedance is at 1800 to 1900 ohms and caused a red alert. They are working with dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).